Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station became stuck on a black screen. The hard drive was replaced as part of troubleshooting. Following the replacement, the station was configured, and data synchronization was completed successfully. Nursing staff performed a medication tour, and configuration steps were completed. However, upon rebooting the station to enable cfnapp auto login, the station again became stuck on a black screen. Multiple complete shutdowns and reboot attempts were required before the station was eventually able to power on and function. There were no delay or adverse events or injuries reported based on this event.